Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The customer-reported issue of an emergency battery error alarm was confirmed through review of the patient and alarm history data and investigation testing. Communication with the emergency battery could not be established, indicating that the emergency battery was below the cut-off voltage and was deeply depleted. It is suspected that the emergency battery was permanently faulted. The root cause for the depleted emergency battery could not be conclusively determined based upon the information provided, however, review of the driver data indicates that the driver was stored and not in use for approximately two months. It is possible that during this period the driver was not plugged into shore power, which would have caused the emergency battery to become depleted. The companion 2 driver system operator manual (c2-900005) provides guidance on driver storage requirements in section 12.10, which states "always store companion 2 drivers in a hospital cart or caddy that is connected to external (wall) power." This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an emergency battery error alarm even though it had been plugged into wall power.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an emergency battery error alarm even though it had been plugged into wall power.